Event description:
It was reported that the pulse generator could not be interrogated during follow-up. The device was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
.